Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery the mesher set was opened to be used for a surgery when it was discovered that the built in comb was all bent up. An alternate device was available for use. There was no report of harm or delay as there was no patient involvement/impact. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record determined the unit was confirmed to have a bent comb. The comb was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.